Manufacturer narrative:
Device was used for treatment, not diagnosis. Kara, a. Et all (2016). Flexor tendon complications in comminuted distal radial fractures treated with anatomic volar rim locking plates. Acta orthopaedica et traumatologica turcica, 50, 665-669. This report is for unknown synthes anatomic volar rim 2.4 mm, variable angle locking compression (lcp) distal radius plate/unknown quantity/unknown lot. Additional classification code: hwc (screw, fixation, bone). Other number: UDI- unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: "this report is being filed after the subsequent review of the following literature article: kara, a. Et all (2016). Flexor tendon complications in comminuted distal radial fractures treated with anatomic volar rim locking plates. Acta orthopaedica et traumatologica turcica, 50, 665-669. In a retrospective assessment, 36 (28 males, 8 females, mean age 46.4 9; range 22-69 years) with comminuted ao/ata type c2-c3 distal radius fractures treated with an open reduction and internal fixation using an anatomic volar rim locking plates (between january 2011 and december 2014) in order to determine the rate and nature of complications. Mean follow up period 23.8 (range: 12-48) months. Of the 36 patients, 14 experienced complications. Fourteen (14) patients experienced symptomatic flexor tenosynovitis (swelling on the volar side of the wrist and pain during thumb movements). After a mean period 20 (range 10-32) months the patients underwent a plate removal. During the plate removal, severe synovitis around the median nerve and flexor tendons was observed in all patients. Degeneration and partial rupture were detected in the flexor pollicis longus (fpl) tendon in 4 of these patients; among them 3 had additional rupture of the second finger flexor digitorum. Of these patients 4 patients experienced ruptures (in addition to the synovectomy) exceeding 60% of the tendon width, and were revised with the fpl tendon repaired. Three (3) of these 15 patients experienced active flexion weakness of the thumb and second finger. Three (3) of these 15 patients experienced active flexion weakness of the thumb. Three (3) of these 15 patients were treated with carpal tunnel release which yielded successful results. Of the 36 patients, 21 patients experienced complications: twenty-one (21) patients experienced asymptomatic flexor tenosynovitis, characterized by only localized swelling, without restricted movement or pain of these 21 patients, 2 with asymptomatic tenosynovitis, chose not to have the pate removed, were treated with physiotherapy and oral analgesics experienced complex regional pain syndrome. This is report 1 of 2 for (B)(4). This report is for an unknown synthes anatomic volar rim 2.4 mm, variable angle locking compression (lcp) distal radius plate.